Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed multiple inaccurate high results compared to a hospital meter. The complaint was classified based on the limited customer care advocate (cca) documentation since the patient refused to answer all the questions during the call. The patient alleged that that the subject meter began displaying inaccurately high results starting on or around (B)(6) 2017. She reported that on unspecified dates and times, she obtained alleged inaccurately high blood glucose results on the subject meter compared to an unknown hospital meter performed within 30 minutes of each other. The comparisons provided were: ¿156 v 117 mg/dl¿, ¿113 v 96 mg/dl and ¿273 v 225 mg/dl¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin which she self-adjusts. She was unwilling to say whether she made any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She reported that while driving, at 11am on (B)(6) 2017, she started to feel ¿shaky¿. She was unwilling to say whether she received any treatment for her symptom. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that she had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Shaky, after the alleged product issue began.